Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as air was seen in the patient line. The hp connected prior to starting initial drain and did not check patient line to verify prime prior to connecting. The tsr had the hp close all clamps and cycle power to clear the system error 2240 followed by a system error 2367 ending therapy. The call was then lost and there was no answer on the call back. The patient was involved but there was no patient injury or medical intervention reported.